Event description:
The patient was at home when he had "an episode of power switching." Port 1 had 3 bars on the battery, there was one beep and it switched to port 2. The battery was changed. He uses a waist pack for the batteries and controller. At the time he was 5 meters away from his charging mobile phone, 2 meters away from his son's mobile phone and 2 meters away from his son who was using a computer. The patient presented to clinic the following day where the controller and all batteries were changed out. There was no effect on the patient. It is not known which of the following batteries was in use at the time of the event: (B)(4). This is report 1 of 2.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. However, due to an older version of the software, the battery ids could not be identified. The controller failed to meet specifications. The controller passed functional testing but failed visual inspection due to a damaged serial port. However, this is an incidental finding that did not contribute to the reported event. The device is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00651 and 3007042319-2015-00656) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00651 and 3007042319-2015-00656) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 43 of 117 . Controller has not been received.